Event description:
It was reported that patient underwent a reverse shoulder procedure on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2010, due to fracture of the humeral tray.

Manufacturer narrative:
Evaluation of device shows that the inferior side has abrasive wear and scratches around the hole. This wear suggests the fracture occurred some period of time before implant removal. Post-fracture damage has obfuscated most fracture artifacts that could assist in finding a probable origin and cause of the tray fracture.the user facility was notified of the event on (B)(6) 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.this report submitted (B)(6) 2010.